Event description:
Non-capture, could not engage vent set screw. ? Unscrewed too far when disconnecting replaced lead, unable to tighten later. ---add'l info indicated worseninghf and chest pain. Epi of prolonged pauses and evidence of lack of v capture. Very high pacing thresholds. During replacement of lead unable to find (engage) ss. Non-capture, could not engage vent set screw. ? Unscrewed too far when disconnecting replaced lead, unable to tighten later.